Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the advancer tube did not deploy when shuttled through the sheath and the sealant still remained in the advancer tube when withdrawn. Additionally, it was reported that force was applied when retracting sheath. Hemostasis was achieved by manual compression within 30 minutes or less. The hospitalization was not extended. There was no patient injury and the device will be returned for analysis. The vessel in which the device was used was arterial. The type of procedure the mynx vcd was used in was a diagnostic cerebral angiogram. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The user shuttled down completely. There was no significant resistance when shuttling down. The stopcock was opened on sheath prior to shuttle down. Excessive force was not applied when shuttling down. No kink was noticed in the sheath or the device upon removal. The user was trained to the mynxgrip.

Manufacturer narrative:
Please note updates sections regarding the catalog and lot numbers as well as regarding the manufactre date. During use of a 5f mynxgrip device for vascular closure (vcd), the advancer tube did not deploy when shuttled through the sheath and the sealant still remained in the advancer tube when withdrawn. Additionally, it was reported that force was applied when retracting sheath. Hemostasis was achieved by manual compression within 30 minutes or less. The hospitalization was not extended. There was no patient injury. The vessel in which the device was used was arterial. The type of procedure the mynx vcd was used in was a diagnostic cerebral angiogram. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The user shuttled down completely. There was no significant resistance when shuttling down. The stopcock was opened on sheath prior to shuttle down. Excessive force was not applied when shuttling down. No kink was noticed in the sheath or the device upon removal. The user was trained to the mynxgrip. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was fully retracted, the sealant was partially deployed, and the advancer tube was observed to have remained in the manufactured position as received. It was noted that the sealant was exposed to blood and the grip tip of the sealant adhered to the catheter outer shaft which prevented the shuttle from advancing distally. The condition of the returned device does match the complaint description. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The grip tip of the sealant was removed from the catheter outer shaft, and shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1834701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ and ¿sealant device deployment jam¿ was confirmed through analysis of the returned device. However, the root cause of the issue experienced could not be conclusively determined. Based on the information available for review and the product analysis, the reported failure may have been caused by an incomplete engagement of the advancer tube (even though the customer reported that the sealant was shuttled down completely) and sealant becoming exposed to moisture prematurely during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.